Event description:
The device was used in a exploratory laparoscopic small bowel resection. The pt developed an anastomotic leak between the ileum and colon, which resulted in a re-operation. An exploratory laparoscopic ileoscolonic resection was performed and the pt received an iileostomy. In a conservation with contact person, the device functioned as intended during the initial surgery.